Event description:
The doctor stated that he performed rhinoplasty on his patient and placed a medpor sheet implant. Prior to surgery the doctor stated the he partly removed and shaped the rib cartilage. The doctor stated that an autologous rib cartilage implant was removed during the primary procedure. The doctor also performed a functional microscopic sinus surgery on this patient during this surgery. The doctor stated that the implant was partially uncovered from the intranasal tissue and the uncovered parts of the implant was removed two times. The doctor stated that the removed implant had no indication of infection.